Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that the patient had the artificial urinary sphincter device removed due to fluid loss. A new artificial urinary sphincter device with a 4.0 cm cuff was implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter device removed due to fluid loss. A new artificial urinary sphincter device with a 4.0 cm cuff was implanted.